Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported on 30 june 2025, following the signing of an informed consent form, the patient underwent the insertion of a peripherally inserted central catheter (PICC) in our department. On 3 march 2026, during routine maintenance of the PICC at our hospital¿s intravenous therapy outpatient clinic, a nurse observed a balloon-like change in the wall of the catheter extension. The nurse explained the abnormality to the patient¿s family, noting the risk of rupture, and informed all ward nurses to monitor the catheter for any changes. The patient was admitted on (B)(6). On (B)(6), whilst a nurse was performing a flushing and sealing procedure on the patient, the catheter ruptured. After informing the attending physician, the PICC was removed in accordance with medical instructions. The catheter was intact and the tip was undamaged, with no signs of rupture; however, the extension tube had ruptured. The puncture site was dressed with sterile gauze and the family was instructed to apply pressure. No further information was provided.